Manufacturer narrative:
On (B)(6) 2017, the contact reported that the customer was no longer having issues with the blood glucose level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels (extremely low to 41 mg/dl). During troubleshooting with tandem technical support, the pump settings were found to have been incorrectly entered into the pump. Reportedly, the contact discussed the pump settings with a healthcare provider.